Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after connecting the reload to the handle, and jaws open/close of sulu was also able to be performed normally. There was no problem until approached to the tissue and pressed the green button, after that, even though attempted firing, the handle could not be squeezed. Several attempts were made, but firing could not be performed, so both handle and reload were replaced with new products. There was no patient injury.